Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the cartridge was leaking from the back of the cartridge but noticed the moisture towards the top where the tubing is attached. The connections were checked and confirmed they were tight. There is no reported adverse event with this complaint. This report is made based on the allegation of the cartridge leaking issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.